Event description:
The customer reported that after specification changes had been made, there were issues with the neck tape. It was reported that a patient took a bath while wearing the neck tape which resulted in the tape stretching and the tube removing itself. No additional information was available. No patient injury was reported.

Manufacturer narrative:
UDI number and PMA/510k number are unknown. No product information has been provided to date.